Manufacturer narrative:
Corrected information: no eval. If information is provided in the future, a supplemental report will be issued.

Event description:
It was discovered by medtronic neurosurgery in a review of journal article "hemorrhagic complications of ventriculostomy: incidence and predictors in pts with intracerebral hemorrhage" that a ventriclear ii catheter (3.0 mm diameter) or an unk larger-diameter "trauma" catheter (4.9 mm diameter) was placed in 69 pts. Twenty-two pts had post-ventriculostomy hemorrhage. Nineteen of the 22 pts had intraparenchymal hemorrhaging, 3 had subarachnoid hemorrhaging, and 1 had subdural hemorrhaging. One pt experienced simultaneous intraparenchymal and subdural hemorrhages, and 1 pt had both intraparenchymal and subarachnoid hemorrhages. The majority of bleeds were small and subclinical. Only one pt had a clinically significant epidural hemorrhage.

Manufacturer narrative:
Corrected information: no eval. If information is provided in the future, a supplemental report will be issued.